Event description:
A hospital physician reported that the adhesive was excessively strong, making removal from a spinal injury patient¿s skin very difficult. Significant silicone residue remained on the skin after removal, requiring additional product to fully clean the area. No photographs were provided.

Manufacturer narrative:
Device 2 of 10. E1: complainant city: (B)(6). Complainant state: (B)(6). Complainant country: australia. Name of affiliation: (B)(6) hospital. H6: medical device problem code: as per the information provided by complainant, for the issue dressing was too strong, the imdrf med. Dev. Prob. Code a050901 (adhesive too strong) is not available for selection. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.